Event description:
It was reported that a xience xpedition stent was implanted in an unspecified artery at an undefined time. Sometime during (B)(6) 2013, the patient began experiencing head and neck swelling, thought to be due to a possible allergic reaction to the stent. The symptoms are continuing. The patient is being followed by an allergist. A patch test kit is being ordered and will be done. There was no additional information provided.

Manufacturer narrative:
(B)(6). The reported patient effect of hypersensitivity is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.